Manufacturer narrative:
Review of the clinical logs showed no faults with the device. There was no indication of the reported event that the device was unable to shock. The device performed to specification. Extensive functional testing was performed and the reported malfunction could not be duplicated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.